Event description:
(B)(6). Registered nurse reported one of patient's pumps is not working. Registered nurse states they keep getting error 20 code. Registered nurse has changed batteries and turned pump off and on, and it is still not working. Registered nurse has 2 gravity sets in the home and a pump sheet to guide them. Device serial number and expiration unknown. No further information, details or dates available. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gammagard liq soln - 36gm. Gammagard liq soln indication: other inflammatory and immune myopathies, not elsewhere classified. Did patient miss a dose or have an interruption to therapy? Unknown did adverse event(s) result due to product issue? Unknown did pharmacy replace device? - yes, is device associated with event available for return? Unknown.